Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported "extreme hypoglycemia" after testing 124 mg/dl on the aviva combo system. Customer had been driving his car and became unconscious, having an accident. Customer suspects his insulin pump delivered a bolus by itself. Customer states he has difficulty detecting hypoglycemia. Approximately 15 minutes after testing 124 mg/dl an emergency physician tested the customer on a professional device and the result was 68 mg/dl. Customer was treated with a glucose infusion and low blood glucose symptoms improved. Requested return of suspect device.